Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting proximal pressure sensor ring error message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Investigation ongoing.

Manufacturer narrative:
After further troubleshooting, the fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time in regard to the reported problem. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the pressure & flow sensors failed. The fse replaced the data acquisition board replaced, system not returned to service. Further troubleshooting needs to be performed.